Event description:
Consultant reported a cannulated screwdriver shaft that broke during surgery. The surgeon was performing a percutaneous screw fixation for a sacroiliac joint and while inserting the cannulated screw across the patient¿s joint, the screwdriver power shaft tip broke off in the screw. The surgeon retrieved the screwdriver tip. There was no injury to the patient. It was noted the surgeon not pre-drilling the hole. The surgeon completed surgery by inserting the screw by hand. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The product was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
(B)(4). Manufacturing evaluation: there were scratches, nicks and rub marks on the surface. These are consistent with normal use in the field. The end of the screwdriver is severed off. There are damaged and deformed areas on each end of where the severence took place. The end of the screwdriver piece which has been severed off has rub and score marks and dents on the end as well as on the sides near the end. All features checked pass.

Event description:
There was a surgical delay of 2 to 3 minutes.